Event description:
It was reported in a service report that the brakes were not holding. There was pt involvement and adverse consequences were reported.

Manufacturer narrative:
Result: brake plate kits. Conclusion: at filing date, the bed is out of service, awaiting decision by account as to their preferred plan of action.